Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the weld that holds the seat post has broken.

Manufacturer narrative:
Additional/updated information was added to reflect the base frame and seat post being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the seat post receiver tube was broken from the frame at the weld. An expanded evaluation was performed. The expanded evaluation report confirmed that the wall of the cross member tube around the weld attaching it to the center post tube was broken away. The battery tray front was also cracking outward from the breakage site and along the length of the wall near the center post tube. As to whether the cross tube wall breakage precluded the battery tray wall breakage or vice versa could not be determined. Surface corrosion was found in the cross section of the broken tube wall, but there were no other indicators of material degradation. The seat post had several small corrosion spots, but no structural damage.

Event description:
The dealer stated that the weld that holds the seat post has broken.